Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by cloudy effluent. The peritonitis was believed to be due to the patient having a cat and not following proper disconnect procedures when getting a glass of water (forgetting to put on a flexi-cap on the line). The patient was not hospitalized for the reported event. The treatment for the peritonitis included intraperitoneal (ip) ceftaz and vancomycin (doses and frequencies not reported). The pd therapy was ongoing and the patient was re-trained on proper aseptic technique. The ceftaz and vancomycin treatments were later stopped and the patient was reported to have recovered from the peritonitis. Additional information was requested, but is not available at this time.